Event description:
Pt reports he was sleeping and heard a loud cracking noise. X-rays found hip head had broken. Revision surgery was performed.

Manufacturer narrative:
Operative records found the ceramic femeoral head not to be mfg by jjpi. Therefore, no other follow-up is necessary. At this time, jjpi considers this file to be closed.